Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zhang b, sun j, du y, shen j, li t, zhou y. Treatment of osteoarthritis secondary to severe coxa vara with modular total hip arthroplasty. Ther clin risk manag. 2021 nov 19;17:1199-1207. Doi: 10.2147/tcrm.s335015. Pmid: 34824533; pmcid: pmc8610750. Objective and methods: authors sought to demonstrate the methods of treatment for coxa vara (severe deformity of femoral neck angulation producing significant leg length discrepancy (lld) and range of motion and mobility issues) using modular total hip arthroplasty (tha), evaluating clinical and radiographic outcomes, as well as implant survivorship at the midterm follow-up. Depuy s-rom femoral stems and heads were used for all 42 hips (37 patients). Depuy pinnacle acetabular cup and liner (30 hips), depuy duraloc acetabular cup and liner (9 hips), or a competitor acetabular cup and liner (3 hips) were paired with the stems. Results: favorable outcomes were reported, with lld decreased from 33.3±19.4 mm to 5.0±5.8 mm. 27 patients (out of 33) thought equality of limb length was achieved. Patients demonstrated decreased or no limping in 27 cases, with significant improvements to biomechanics. At final follow-up, all stems were in neutral alignment. Complications: 1: periprosthetic femur fracture on post-op day 8, treated with orif cerclage cabling and retention of implants. 1: implant loosening of the femur components 5.2 years post-op, treated with revision surgery of the femoral prosthesis. 8: patients reported limb length discrepancy, 6 of which were explained by concurrent deformity of the spinopelvic oblique, and two were due to poor patient participation in post-op exercise therapy. There were no other complications/injuries. Study did not break out patient specific information by case number or age/gender demographics.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.